Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 266 mg/dl at the time of the incident and it raised to 537 mg/dl, was 276 mg/dl at the time of call. The customer was assisted with troubleshooting and settings were fine. The customer declined high pressure test. The customer was treated with manual injection. Customer will not return device for analysis.